Event description:
It was reported that during a turp case a bipolar cutting loop was visibly found broken and missing pieces in the bladder during the surgery. As the information indicates that there are missing pieces left in the bladder, a report is required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).